Manufacturer narrative:
Neither the explanted product, nor lot numbers were made available to abbott spine. Based on a review of the information provided, it is unknown if the cervical plate and screws are a contributing factor to the failure to fuse.

Event description:
In 2007, a patient underwent revision surgery of the cervical spine due to pseudoarthrosis. The reporter stated that the graft was no longer visible. The manufacturer of the graft is not known.